Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.